Event description:
It was reported to co that during an open heart surgical procedure, the defibrillator was used with internal electrodes, and appeared not to fire because the heart did not react to the discharge. This was the user's observation to the biomed dept.